Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturers representative (rep) the consumer developed an infection so the entire system was explanted on (B)(6) 2016. It was unknown what caused this or what diagnostics/troubleshooting was performed related to the issue. Following this the issue was resolved. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.